Manufacturer narrative:
(B)(4).

Event description:
It was reported by the aci sales professional that a patient underwent an interventional peripheral procedure on an unknown date. Following the procedure, the physician (training status is unknown) selected a mynx cadence vascular closure device 6/7f to close the access site. It was reported that when the physician was attempting to shuttle down, resistance was met. The physician had the technician hold the black handle while the physician "forcibly" shuttled the sealant down. The sealant was "partially" delivered after excessive force was used. It was thought that hemostasis was achieved however the patient later developed a pseudoaneurysm which required the patient to return to the or. No further information is available.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. A review of the lhr was not possible as the lot number was not provided.